Event description:
It was reported that the patient underwent surgery for implant of posterior pedicle screw/rod fixation at l2-s1. Post-op, the right s1 pedicle screw was broken. The patient underwent a revision surgery.

Manufacturer narrative:
The device was returned to medtronic for evaluation. The screw is broken at approximately the fourth and fifth thread from the head component. Sem analysis found that the part may have been subjected to two loading mechanisms as evident from both vertical and horizontal fatigue lines. Observations suggest the screw may have been broken due to excessive fatigue loading. A review of the device history records found no documentation to indicate a non-conformance to specification.